Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending (lad) artery. The 2.50x30mm rx trek balloon dilatation catheter (bdc) was advanced to the lesion with no issues. The balloon was inflated three times to 12, 14, and 18 atmospheres (atm) respectively. During removal, light resistance was met with the guide catheter. Once the bdc was removed, it was noted the balloon was no longer attached, it was noted at the tip of the guide catheter under fluoro. The guide catheter and guide wires were removed as a system with the separated portion of the balloon. There was no clinically significant delay in the procedure and no adverse patient effects.